Event description:
It was reported to resmed (B)(4) that a system fault was observed on an astral device. Te device was not used on a patient. Error occurred at the distributor site. Reference MFR # 3004604967-2014-00027.